Event description:
It was reported that during advancement of an embolization coil through a microcatheter into an aneurysm, the microcatheter came out of the aneurysm. Upon retracting the device, the coil prematurely detached. An attempt was made to retrieve the coil using a goose neck snare successfully. No harm was reported.

Manufacturer narrative:
Sample analysis: a visual evaluation revealed that the device was returned with the implant detached from the delivery pusher. The implant was not returned for evaluation. The delivery pusher was tested for electrical resistance and met specification. The attachment monofilament that holds the implant intact with the delivery pusher was white opaque. This appearance is consistent with over stretching. The material appears to have been under stress prior to breaking. Root cause: it appears that the implant was exposed to a force that exceeded the maximum tensile specification of the attachment monofilament.